Manufacturer narrative:
Correction: b5 - the device was in place for a few hours. It was not placed a week prior. Investigation ¿ evaluation. It was reported that the hub from an ultrathane mac-loc locking loop multipurpose drainage catheter separated from the catheter. The device was placed in a 62-year-female for use as a nephrostomy tube. A few hours later, it was discovered that the catheter had been ¿pulled¿, and the hub was separated from the catheter. As a result, an additional procedure was performed to remove and successfully replace the catheter. Patient activity level was described as low, as she was transported by wheelchair. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use (IFU) for device were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, the catheter shaft was confirmed to have separated from mac-loc adaptor. Upon disassembling the cap and mac-loc adapter, no flare material was present. The distance between the cap and the hub was measured and determined to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. While it is possible that unintentional force on the device due to patient transport led to the separation of the catheter from the hub, this cannot be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was placed in a 62-year-female for use as a nephrostomy tube. A few hours after placement, it was discovered that the catheter had been ¿pulled¿, and the hub was separated from the catheter.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter was found to be separated from the hub following a nephrostomy procedure on a 62-year-old female patient. As per the facility, the nephrostomy tube was inserted in the patient the previous week. A couple of hours later, they received a call stating the tube was separated. Upon investigation, they found that the tube was pulled out, resulting in separation from the hub. An additional procedure was performed to remove and replace the complaint device successfully. Patient activity level was low, as she was transported by wheelchair. No other adverse effects to the patient have been reported at this time.

Manufacturer narrative:
E1: postal code- (B)(6). D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.